Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "under-infused" was not reproduced. The device was tested for flow rate accuracy at a rate of 40ml/hr with a volume to be infused of 40ml. The total amount infused was 38.312ml, for an error percentage of -4.22% which is within specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump under-infused during an unspecified process step in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.